Manufacturer narrative:
B3: unknown; year valid. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. The event history log was reviewed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
Evaluation of the returned device revealed a delaminated downstream occlusion seal. There was no patient involvement.